Event description:
The customer reported that the IV set separated from the base where it connects to the IV catheter. It left a little blue plastic ring after it pulled apart. Medication at the time was .9% ns. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.